Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: us257850 magnum trispike cup 152480, 157444 m2a magnum modular head 534330, unknown femoral stem. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 1825034-2017-01380, 0001825034-2017-01380-1, 1825034-2017-01381, 0001825034-2017-01381-1, 1825034-2017-01382, 0001825034-2017-01382-1. This follow-up report is being filed to relay additional information unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in revision operative notes the patient was revised to address metallosis, synovitis, and pain. Pseudotumors were noted as well as soft tissue reaction secondary to metallosis. No further information is available at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2017-01380 / 01382).

Event description:
It was reported by patient's legal counsel that patient underwent a left hip revision procedure approximately eight years post-implantation due to metallosis, metal debris, corrosion, elevated metal ion levels, pain and limited mobility. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.